Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used as a default.

Event description:
It was reported that bd largebore 8 inch ext vlv leaked. The following information was provided by the initial reporter: "smart site 20059e exploded on an ed patient while in CT".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-jan-27. Potential lot numbers. D4: medical device lot #: 21109100. D4: medical device expiration date: 2024-oct-25. H4: device manufacture date: 2021-oct-25. D4: medical device lot #: 21109101 . D4: medical device expiration date: 2024-oct-26. H4: device manufacture date: 2021-oct-26. D4: medical device lot #: 21109102. D4: medical device expiration date: 2024-oct-26. H4: device manufacture date: 2021-oct-26. H6: investigation summary: the customer reported the smartsite exploded and returned one used sample of material #20059e. The sample was exploded in the middle of the tubing, right next to where the slide clamp was clamped down. The root cause for this failure is unknown. Manufacturing is aware of the issue, and tests were performed to try and replicate the failure, but no condition relating to the manufacturing process was found that could cause the defect. The complaint of smartsite exploded is verified. Official lot number unknown. Potential lot numbers found from smart site ID. A device history record review for model 20059e lot number 21109100 was performed. The search showed that a total of (B)(4) in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20059e lot number 21109101 was performed. The search showed that a total of (B)(4) in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20059e lot number 21109102 was performed. The search showed that a total of (B)(4) in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd largebore 8 inch ext vlv leaked. The following information was provided by the initial reporter: "smart site 20059e exploded on an ed patient while in CT."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used as a default.

Event description:
It was reported that bd largebore 8 inch ext vlv leaked. The following information was provided by the initial reporter: "smart site 20059e exploded on an ed patient while in CT".